Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing mechanical ventilation. There was no report of patient involvement.